Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Thrombus, hemolysis and infection are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The information was received with the user facility report which is attached to this medwatch submission. (B)(4). The user facility report number was not provided. Approximate age of device ¿ 86 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017. The patient¿s lactate dehydrogenase (ldh) began trending upwards on (B)(6) 2017. The patient had a history of chronic systolic heart failure and during the lvad implant procedure the patient also underwent aortic plugging (felt from vascutek), tricuspid valve repair (edwards lifesciences), and pacemaker revision (medtronic). The patient was left open, and on (B)(6) 2017 was taken back to the operating room for a washout. Skin was left open for a delayed closure with wound vac. The patient had a very difficult post op resulting in numerous complications. The patient developed klebsiella pneumonia and was treated with IV antibiotics and followed closely by infectious disease. The patient was unable to be taken off ventilator support and on (B)(6) 2017 was taken back to the operating room for a tracheostomy. The patient was eventually weaned and able to be on trach collar. On (B)(6) 2017, the patient was taken back to the operating room again for a omental sternal flap and g tube placement. Throughout the time in the hospital the patient had several positive blood cultures and was treated with IV antibiotics for leukocytosis and fever. Reportedly, there was no approximate identifiable date for onset of infection as the patient ran a fever almost the entire time they were a patient. Treatment included multiple rounds of broad spectrum IV antibiotics for leukocytosis and the patient was followed by infectious disease. IV vancomycin 1000mg every 24 hours for 6 weeks was the patient¿s current treatment at the time of expiration. Reportedly, the health care professional did not believe the pump pocket or driveline were associated with this infection. It was reported that beginning around (B)(6) 2017, ldh began to trend upward and the patient eventually presented with tea colored urine. The patient was on plavix 75mg and on (B)(6) 2017 was started on drip IV argatroban. The suspected cause was a clot in the pump as well as the positive blood cultures, but it was reported that this was not confirmed. Over the course of a week in (B)(6), the patient began to decline and presented with vomiting spells, aspiration, and hypoxia. On (B)(6) 2017, respiratory status declined and the patient returned to ventilator support. Inotropes were added to manage blood pressure (bp). The patient became obtunded and no longer responsive. The patient¿s spouse decided to transition the patient to hospice care and the patient was made an "allow natural death" code status. Care was withdrawn. The ventilator was turned off and switched to oxygen, the lvad was turned off and the pacemaker was deactivated. The patient expired at 1534 on (B)(6) 2017. It was reported that the device functioned as intended. A user facility medwatch was received that states: patient was a new hm2 implant done on (B)(6) 2017. Patient had a history of chronic systolic heart failure and had an aortic plugging, tricuspid valve repair and pacemaker revision along with the lvad implant. He was left open and taken back to the operating room for a washout on (B)(6) 2017. His skin was left open for a delayed closure with wound vac. He had a very difficult post op resulting in numerous complications. Patient developed klebsiella pneumonia and was treated with IV antibiotics and followed closely by ID. Patient was unable to be taken off the ventilator and was taken back to the or for a tracheostomy on (B)(6) 2017. He was eventually weaned and able to be on trach collar. On (B)(6) 2017, he was taken back to the or again for a omental sternal flap and g tube placement. Throughout his time in the hospital he had several positive blood cultures and was treated with IV antibiotics for leukocytosis and fever. Beginning around (B)(6) 2017 his ldh began to trend upwards and he eventually presented with tea colored urine. Over the course of a week in (B)(6), he began to decline and presented with vomiting spells, aspiration and hypoxia. On (B)(6) 2017, he declined in his respiratory status and had to be put back on the ventilator. Inotropes were added to manage bp. He became obtunded and no longer responsive. His wife decided to transition him to hospice care and he was made an "allow natural death" code status. The team waited until all family could be present, and per family's wishes, care was withdrawn. The ventilator was turned off and switched to o2, the lvad was turned off and the pacemaker was deactivated. Patient expired at 1534 on (B)(6) 2017.